Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A counterfeit top case was found on the pump. The reported mre was evidenced in the event history log (ehl). The mre was replicated during an occlusion test. The mre was produced the motor assembly was worn from normal use. No other operational fault was found with the pump. Normal wear and tear were established as the root cause of the product problem. The motor assembly was replaced to address the issue.

Event description:
It was reported that the medfusion pump produced a motor rate error (mre). No patient injury or complications were reported in relation to this event.